Event description:
Toxic shock syndrome [toxic shock syndrome]. Flu-like symptoms / felt like I had the flu [influenza like illness]. Coma - entire body [coma]. Sick [malaise]. Infection [infection]. Case description: a husband reported that his wife of unspecified age used a tampax tampon, version/absorbency/scent unknown on an unspecified date and had toxic shock syndrome. The husband asserted that his wife had coded but was brought back, and that she has had many residual effects from this. The case outcome was unknown. No further information was provided. (B)(6) -2015 received follow-up phone call with consumer's husband: the husband reported that his wife was in a lot of distress, as she was very sick. He stated that she was trying to fight off an infection and that as a result she may have to go back to the doctor. He reported that his wife had contacted her physician via telephone. The case outcome was not recovered/not resolved. No further information was provided. (B)(6)-2015 received follow-up phone call from consumer: the consumer reported that she had returned home from the hospital on (B)(6)-2015. The case outcome remained not recovered/not resolved. No further information was provided. (B)(6)-2015 received follow-up phone call from consumer and consumer's husband: the husband reported that his (B)(6) wife had used the tampax pearl tampons, super plus unscented, beginning on an unspecified date. He described that she had been using tampax since she was 15, using the regular kind at first and then switching to the pearl when it came out. The consumer stated that she went to the hospital in the morning of (B)(6)-2015 after having told her husband the evening before on (B)(6)-2015 that she felt like she had the flu. She noted that she was airlifted to a different hospital in the evening of (B)(6)-2015, where she spent 10 days in a coma. The case outcome was improved. No further information was provided.